Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned unit noted that the rx ultra stent delivery system (sds) was in the dispenser coil in the sealed tyvek pouch. The chipboard box was not returned. All vendor and manufacturing seals were intact and there was no damage to the tyvek pouch. The regrooming sheath was not present on the compliance chart or inside the tyvek pouch, confirming the reported issue noted in rework. There were no non-conforming material records issued during the manufacture of this lot that could have contributed to this incident and there have been no similar incidents reported for this lot. The root cause of the missing regrooming sheath is being investigated by manufacturing. Although the chipboard box was not returned to abbott vascular for evaluation, the chipboard box was confirmed to be damaged when received in rework. The box may have been damaged during shipping, storage and/or handling once it left the abbott vascular distribution. However, it is unknown how the damage occurred in this case, but it is not believed to be a result of a product quality deficiency.

Event description:
Device issue: missing components. Time of device issue: before procedure. Adverse event: none. It was reported that the unit was returned from the field due to a damage chipboard box. When the operator opened the box, it was noticed that there was a missing regrooming sheath. This is being updated to a reportable event based on the root cause identifying a failure of the device to meet the specifications established in the approval PMA that could not cause or contribute to death or serious injury but are not correctable by adjustments or other maintenance procedures described in the approval labeling.